Event description:
It was reported that the patient experienced pain at ipg site since implant. Patient reports the ipg is close to skin surface and catches on everything. In turn, surgical intervention took place on (B)(6) 2023 wherein the ipg was moved to a new location and implanted deeper to address the issue. Reportedly, the pain has resolved post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.